Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 429 m/dl at the time of the call. The customer was given manual injections to treat. The customer experienced symptoms such as vomiting. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer stated that they were having issues with no delivery alarms and changing the infusion set solved their problem. The insulin pump will not be returned for analysis.